Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part was found inside of the needle canal which also was found bent inside the needle tubing, and also found a small hook at the tip of the insertion needle. We were unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a lost sensor alarm. Customer also reported that sensor was uncomfortable while inserted. Upon removal, cannula was not intact and customer believed that cannula was still in the body. Customer's blood glucose was 116 mg/dl. Customer was advised that sensor would be replaced.